Event description:
A report was received that the pt would be explanted due to pain at the pocket site and ineffective therapy. During the explant, the physician noticed that the tissue in the pocket was black and the wires on the proximal end of the paddle lead were damaged. The physician explanted both the ipg and the paddle lead. The pt was reportedly doing fine after the explant procedure.